Event description:
Healthcare professional reported via regulatory agency, right-side "rupture on the device which turned yellowish," breast deformity, capsular contracture baker grade ii and axillary siliconoma. The device has been explanted. Partial capsulectomy performed.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.